Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): this part is not approved for use in the united states; however, a like device catalog # 1476000500, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent plif surgery at t9-s2-iliac for treating kyphosis after pseudarthrosis. Post-op, rods on the both side around l1-3 levels (no screws at l2) were broken. Broken rods were replaced with 4 rods construct. The surgeon told that 4.75(fix type) spinal system was chosen due to skinny type but it could not bear the weight. The surgeon removed hook and rod at th9 and inserted a new rod at th10-s2-il. He connected rods on both sides with connectors and tightened by 4 rod construct. No patient complications were reported due to revision surgery.